Manufacturer narrative:
Deflation of left breast implant. Bilateral exchange with mentor devices. Original surgery was performed by dr in 2000 using hutchison hsl 0380cc saline-filled implants, which were filled to a volume of 0430cc, which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor 425cc devices. Proudct was rec'd inside 2 sealed peel pouches. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified a fold flaw measuring approximately 65mm in length, which starts on the posterior surface approximately on the 9 o'clock position (when the product was held in such a position that the brand name was upright and horizontal), which travels on over the periphery and onto the anterior surface which ends in a split approximately 1mm in length. Pressure testing identified no other leaks or breaches. Microscopic examination (x10) identified signs of fatigue around the split on the fold flaw. The product met all manufacturing and quality specifications post MFR. The fold flaw / split are not manufacturing faults.